Manufacturer narrative:
Additional information is provided. No further information was able to be obtained from this customer. However, a probe was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on april 25, 2017. There were 94 probes associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on march 14, 2015. Based on qa assessment, both products met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2018 and showed no obvious nonconformities. The customer reported event of a missing nitinol tip was unable to be confirmed. On (B)(6) 2018 the laser probe tip was inserted into a 25ga trocar cannula and resistance was felt. The laser probe tip was measured using the 25ga needle length gauge, where the nitinol and cannula tip lengths were found to be too long. On (B)(6) 2018 the sample¿s outer cannula diameter (od) was measured at receiving inspection. With an outer diameter min/max value of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02025 to 0.2085 inches, not meeting specifications the reported event ¿nitinol tip missing¿ was unable to be confirmed. Therefore, the root cause was unable to be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that the laser probe was difficult to insert into the trocar. A company representative inspected the tip of the probe and the flexible part was missing. The surgeon exchanged the probe for a new one to complete the surgery. There was no reported patient harm.